Event description:
The customer reported a leak when using the coulter act diff analyzer. The leak was described as a 3 ml leak (cloudy looking) underneath the instrument. In addition, all quality control results were flagged low. The operator was wearing gloves when the event occurred. There were no reports of exposure to mucous membranes or cuts. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and found that the wbc (white blood cell) bath was overflowing. The fse checked the waste tubing through valves 14 and 15 and found that valve 14 was inoperable. He replaced vl14 with a new one and the wbc bath began working correctly. Shutdown and startup, reproducibility and controls were run with no further problems or leaks. Identified failure modes: inoperable lv14. The control recovered low alerting the customer to an instrument problem. No erroneous results were generated in association with this event. Upon recur of the failure mode, erroneous results are likely for all parameters due to carryover as a result of improper draining of the wbc bath. Product labeling was evaluated: act diff warning-precautions_ act diff, pn (B)(4), beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).